Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: nerve compression 1 year after spondylodeses levels implanted: l5-s1 it was reported that post-op, there was some subsidence of the cage. Patient suffered from nerve compression. After one year there was not enough fusion between l5-s1.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2991026, 510k # k073291, UDI# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
The cage was not explanted. The patient reported complications approximately 3 months ago.